Event description:
It was reported that the patient got several low-flow alarms at midnight. Due to blood pressure being unstable, the levophed line support was added and there was suspected right ventricular (rv) dysfunction, so the surgeon decided to add central extracorporeal membrane oxygenation (ECMO) support for this patient, after ECMO was performed, the flow became stable. Hypotension occurred, and the mean arterial pressure (map) decreased. It was noted that the rv was not so good pre-implant (right ventricular ejection fraction was less than 30%). The patient passed away due to multiple organ failure and septic shock. The outcome was not device or therapy related. The patient got an infection and became septic. The chest tube drainage fluid was turbid. An autopsy was not performed. The pump was not explanted and would not be returned. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d5: operator of device corrected. Section g2: report source corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. No autopsy was performed, and the pump was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), infection, sepsis, and death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. This section also lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that after venoarterial ECMO support, the flow became stable, and it was thought that the patient needed partial support for preload.